Event description:
A patient report they obtained a blood glucose reading of 169 mg/dl on their ss meter. One hour later the pt's healtcare provider meter gave a reading of 269 mg/dl. No symptoms were reported. Pt did not have supplies needed to do control test. No allegations of harm have been made.